Manufacturer narrative:
(B)(4).

Event description:
It was reported that this was a size 4/8mm zuk articular provisional. The provisional broke when the surgeon was inserting with trials. The knee was a little tight and the surgeon was using a good amount of force to try and get the insert into the tibial trial.

Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection confirmed the articular surface provisional sz 4 8mm is broken into two pieces. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms this case reports that the tibial insert trial snapped in half as the surgeon was trying to place it into the trial tray. The clinical/medical evaluation concluded that per email correspondence, there was no surgical delay or patient injury reported, and the procedure was completed using a backup device. Therefore, no further clinical assessment is warranted. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.